Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose was 600 mg/dl. Customer experienced blood glucose level of 460 mg/dl. Customer¿s current blood glucose was 427 mg/dl. Customer was treated with insulin drip and manual injection. Customer did not allege for under delivering. There was no air bubble and leak. Insulin pump passed high pressure test. The insulin pump will not be returned for analysis.